Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately eleven years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An m2a 38mm mod hd std nk, part # 11-173662 from lot 429160, was returned and evaluated against the complaint. Visual inspection found the outer radius to be scuffed and worn. The rim of the head is scratched and dinged. Black debris was observed inside the taper. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Medical products - m2a acetabular cup catalog#: rd118856 lot#: 473940, mallory femoral stem catalog#: 11-104212 lot#: 213430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. DHR was reviewed and no discrepancies relevant to the reported event were found. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03955 & 2017-01613).

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately eleven years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately eleven years post-implantation due to pain, elevated metal ion levels and a retroverted acetabular component. During the procedure, metallosis and metal staining were noted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Review of the provide op notes confirmed the complaint. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause for the reported event could not be determined with information available. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.